Event description:
It was reported that the ilet pump displayed ¿dosing stopped. Connect cgm or switch therapy¿ while the user¿s cgm transmitter and sensor were in use, and the dexcom menu then prompted ¿start sensor¿ after transmitter re-pairing. Symptoms included no hypoglycemia or hyperglycemia, and the reported blood glucose was 100 mg/dl. Outcomes included interruption of automated insulin dosing and use of alternate therapy with another pump due to infusion site issues, followed by instructions to discontinue the alternate system to allow cgm pairing with the ilet. Investigation included customer counseling and troubleshooting, including transmitter re-pairing and guidance to power down the alternate pump and wait for cgm connection. Investigation of this case revealed concurrent use of an alternate insulin delivery system with the dexcom cgm, which would prevent cgm communication with the ilet. It was concluded that the event was attributable to use error related to cgm pairing with multiple devices and infusion site challenges, and the device functioned as designed once appropriate steps were advised.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.